Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle precisionglide 30 x 1/2 in needle broke. Product: 990193 needle precisionglide 30 x 1/2 in, lots: 4240273; 5031745; 5177279; 5050145; 5212944; 5150660 and 5316906. Defect: sku: lot: defect: 990193 4240273 locked needle cap needle detaches from the cone. White liquid at the base of the needle (refers to glue). Bent needle. Split needle. When I tried to put the needle in the 1 mg dutide syringe, it broke. Needle capped. Lot: 5031745 the needle was plugged and no medication came out. Needle plug gets stuck. The needle broke. Lot: 5177279 non-sharp needle-pricking when the needle was placed. The cap did not come out. Lot: 5050145 needle plug gets stuck. Lot: 5212944 a needle broke when opening the injection; that is, when trying to remove the cap. When the needle was placed, the cap did not come out. Needle with crack. Needle plug stuck and causes the needle to break. Lot: 5150660 a needle broke when opening the injection; that is, when trying to remove the cap. Lot: 5316906 needle had a plastic that covered half of it.